Event description:
It was reported that the pt has to have her lead revisioned because of trouble with the twitching of her foot. Multiple reprogramming sessions with the company rep were unsuccessful. Further info was requested.

Manufacturer narrative:
(B) (4).